Event description:
It was reported that pump display became frozen and customer was unable to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump into storage mode, and was advised to return pump using prepaid label, while tandem technical support arranged shipment of replacement pump and reviewed steps to re-enter pump settings and reconnect cgm to replacement pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.